Event description:
The patient tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. The comparison lab was drawn approximately 2 hours after the result obtained on the coaguchek xs. Based on data obtained from her heart monitor, an ambulance was contacted and she was taken to the hospital after the lab draw. She was treated with injections of lovenox and her coumadin dose was increased based on the lab value. The patient reported having a blood clot in her groin. The patient was hospitalized for 18 days; she is now home and her condition has improved. Requested return of suspect system, however the patient no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.